Manufacturer narrative:
(B)(4). Patient medications include but are not limited to: crestor 5mg; aspirin 81mg. A review of the manufacturing records is being conducted. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, endoprosthesis: improper component placement.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an infrarenal abdominal aortic anuerysm and was implanted with treated with a gore® excluder® aaa endoprostheses featuring c3® delivery system. Post placement of the devices a proximal type 1 endoleak persisted. A gore® aortic extender component was placed proximally to treat the endoleak. Post placement of the aortic extender component proximally, the physician believed that the right renal to be partially covered and elected to place a 5mm x 15mm renal stent in the right renal artery to insure flow of the right renal artery was uninterrupted. Completion angiogram displayed successful placement of the proximal extension and stent in the right renal. The endoleak was resolved and the right renal was widely patent. The patient tolerated the procedure and was reported to be doing well.

Manufacturer narrative:
Code 213 a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Please note: the correct manufacturing site number for the device associated with this event is 3013164176.